Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a needle/syringe. The customer stated that the nurse drew up insulin and administered it to the resident, she then pulled up the protective sheath over the needle, but the sheath came off. The clinician was then stuck with a contaminated needle.

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.